Manufacturer narrative:
Per the field service rep (fsr), this error code is a valve issue. The fsr replaced the valve assembly on channel b and completed a full inspection following the repair. The unit operated to MFR specs and was returned to clinical use. The suspect device was returned to the MFR for further eval. If add'l info become available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an "e0d" error code heater coller unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, not adverse consequences to the pt.